Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that system stopped on 00:00 and was not turning on. Upon troubleshooting rse guided the customer to switch on the flex vision pc from the system. After that, the system returned to working fine without any problems. The system has been restarted many times and is working fine. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system stopped on 00:00 and was not turning on. The device was not in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.